Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2016. The hcp did not realize the patient was having trouble and it was the first time they had heard about it. The patient never relayed information about the 5-10 ml being wasted to the office. The hcp spoke with the patient and the patient stated that he had hernia and had surgery (B)(6) 2016. That was the cause for his increase in pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine (both at unknown concentrations and doses) via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2016- that 3-4 weeks prior to the refill the patient had a return in pain symptoms. It was indicated that the patient had always noticed this since the patient started with pump therapy. It was noted that the patient's managing healthcare professional would make some program changes when the patient had more pain. It was stated that the patient felt like 5-10 ml were being wasted at refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.